Event description:
The handheld and flashcard were received by device manufacturer for analysis on (B)(4) 2013. Analysis of the handheld was completed on (B)(4) 2013. Analysis of the handheld did not identify any anomalies during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2013. Analysis of the flashcard did not identify any anomalies. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the serial cable on the physician¿s handheld is loose and ¿wiggles¿ in place and this causes intermittent communication issues if the cable is not held into the handheld at a specific angle. A manufacturer representative was at the physician¿s office to perform troubleshooting; however, did not have another serial cable to try with the physician¿s handheld. It was determined that the entire handheld would be replaced. The handheld is expected to be returned for analysis; however, it has not been received to date.